Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 10 months, 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted due to unclear etiology of anemia. The clinician team believed that the cause might be gi bleed due to patient's history of black stools. Hemoccult was negative. There is a low chance of hemolysis from lvad due to normal ldh on (B)(6) 2019. The patient had a low hemoglobin and no source of hemoglobin was found. Recent iron studies indicating iron deficiency anemia. The patient did not have any melana or bright red blood per rectum (brbpr) during admission. Esophagogastroduodenoscopy (egd) and colonoscopy was not performed due to bariatric surgery. The patient complained of generalized fatigue, weakness, and dyspnea on exertion (doe). The patient also had history of having hemorrhoids a few times per month. The patient was given 3 unit of packed red blood cells over 3 days with hemoglobin level up to 8.9 on the day of discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on (B)(6) 2019: the patient had a hemoglobin level of 6.8.